Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support regarding an occlusion alert on the insulin delivery device and reported elevated blood glucose levels. The patient was using teflon infusion sets with 23-inch tubing. Initial troubleshooting was performed, delivery was resumed, and the occlusion alert persisted. The patient was advised to inspect the infusion set for a bent cannula or kinks in the tubing and to change the set due to the ongoing occlusion. The patient was initially unable to change the set due to driving but later stopped and removed the infusion site; the cannula was not bent, and no kinks or air bubbles were observed in the tubing. Blood glucose was reported at 220 mg/dl, and the patient had not eaten at that point. The infusion set was changed and delivery was resumed. Replacement supplies were arranged due to low remaining supplies, and the patient declined a follow-up call. Subsequently, the patient reported that blood glucose levels had not decreased and had risen to 371 mg/dl. Additional system checks were completed, and no insulin leakage was observed at the infusion site. The cannula was again confirmed to not be bent. The patient reported having eaten and completing a meal announcement. The patient was guided through a full supply change, after which blood glucose levels began to decrease. The patient indicated they would call back if further assistance was needed. During this event, blood glucose levels were affected, reaching a highest reported value of 371 mg/dl and remaining above 180 mg/dl for approximately three hours. No prolonged alerts above 300 mg/dl were reported. The patient used an injection as back-up therapy, did not perform ketone testing, reported no recent steroid injections, and did not receive professional medical intervention. No assistance beyond guidance was required, and no immediate health effects were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.